Event description:
The intra aortic balloon was inserted into the pt on 6/1/98 at 8:30 am and removed on 6/2/98 at 10:30 am. The intra aortic balloon did not malfunction. A vascular surgeon was consulted. Major ischemia occurred after the intra aortic balloon was discontinued and required an embolectomy with insertion of a graft. The intra aortic balloon was not returned to datascope. (Event complications: major ischemia/embolectomy required - reported 6/17/98.) (Pt's current status: discharged-reported 6/17/98.)